Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose on (B)(6) 2018 at 3:30am with blood glucose over 500 mg/dl. Customer reports they have contacted their healthcare professional regarding the high blood glucose. The customer was wearing the insulin pump during the emergency room. Customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.